Manufacturer narrative:
The manufacturer previously reported that the customer alleged that there was a potential delay when a patient was presented with a critical cardiac condition, and they were unable to export the study data from the intellispace cardiovascular (iscv), resulting in the patient expiring. The scope of the evaluation is limited to intellispace cardiovascular (iscv) software version 7.0 since the software defect was introduced in iscv 7.0 and was fixed in the forward production (iscv 7.1) because of an internal defect. The investigation revealed that, when there is a ¿reason for study¿ that is more than 64 characters, then the study cannot be transferred via dicom or by cd burning. A review of the instructions for use (IFU) of iscv was conducted as part of the investigation into this issue, and it is confirmed that the device was being used within the intended and indicated use of the device (attempting to export study data). The inability to export study data from iscv would not be the direct cause for a patient expiring, as per the IFU; ¿intellispace cardiovascular is only to be used as a supporting device during open heart surgery and cardiac interventional procedures.¿ additionally, the study data is available in iscv, which allows clinicians to make a prompt diagnosis and develop a treatment plan.

Manufacturer narrative:
Additional information about this complaint was received via good faith effort (gfe) communication with the customer indicating that the reported patient death occurred 21 days after the delay in transfer of data from intellispace cardiovascular (iscv). A clinical re-assessment was performed based on the new information received and it was determined that the death is more likely related to the patient's underlying conditions and/or complications thereof. Hence, although a death was reported, the death is unrelated to iscv. A health hazard evaluation was initiated for this issue and concluded that the event is unlikely to result in any adverse health consequences. Consequently, it is deemed that there is no risk to health posed by this situation. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this record is considered to be non-reportable.

Event description:
It has been reported to philips that delays in sending images from the intellispace cardiovascular system resulted in a patient death.

Event description:
It has been reported to philips that delays in sending images from the intellispace cardiovascular system resulted in a patient death. Philips has started an investigation of this complaint.

Event description:
Philips identified a software defect in the iscv system where dicom studies fail to export when an attribute exceeds 64 characters. Although no adverse events or patient harm related to the iscv system were reported in the associated complaint ((B)(4)), this malfunction has been determined to be reportable. The defect may delay clinical workflows or hinder data sharing; if it were to recur, and under specific circumstances, it could potentially lead to delayed diagnosis due to limited access to imaging data necessary for timely clinical decision-making. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that the iscv export malfunction constitutes a reportable malfunction.